Event description:
It was reported that removal difficulty and balloon detachment occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24mm synergy shield drug-eluting stent was advanced for treatment. After deployment of the stent, the delivery system balloon could not be withdrawn and fractured during retrieval attempts. A non-bsc guidewire was reintroduced via the femoral approach and a snare was advanced to capture the device fragment at the left main ostium. The procedure was completed with this device with no reported patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).